Manufacturer narrative:
Other, other text: b5: additional event information received indicating no patient involvement and date of event was received. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had worn enclosure, cracked tank cover, bent micro switch, and damaged power switch to pcb (printed circuit board) connection. The customer stated problem was duplicated. Wear and tear from customer turning the device on and off was found during investigation. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and it was scrapped. The cause of the reported problem was traced to the product design which was updated as part of a CAPA. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.

Event description:
Additional info received via email 28-sep-2022. Event date updated. Occurred during preventive maintenance. No patient involved.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not powering on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.